Manufacturer narrative:
Exact date of symptom onset is unknown. This report is for two (2) unknown rods. Additional product codes for this report include: kwq. Without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. PMA #: unknown, as specific part and lot numbers for the complainant rods were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient originally underwent a posterior lumbar fusion procedure on (B)(6) 2010 during which a pangea construct was implanted at l4, l5, s1. On an unknown date, the patient reported back pain and requested that the pedicle screws be removed. As the patient had reportedly fused, the surgeon decided to remove all of the original hardware. On (B)(6) 2016, the patient returned to the operating room where six (6) pedicle screws, six (6) locking caps, and two (2) rods were removed. All of the hardware was reportedly intact. The procedure was completed successfully with no reported delay or patient harm. The patient was said to be in a stable condition post-operative. This report is for two (2) unknown rods. This report is 13 of 13 for (B)(4).